Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis determined that the device voltage tracks the temperature and at the present time it has recovered. Further, the fault can be cleared and the device can be used for implant. There was no patient involvement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report was created to capture the additional information on b5.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis determined that the device voltage tracks the temperature and at the present time it has recovered. Further, the fault can be cleared and the device can be used for implant. There was no patient involvement. Additional information indicated that the device was cleared for implant. There was no patient involvement.